Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for hemostasis during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip did not deploy. The physician attempted to open and close the device multiple times but was unsuccessful. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy. Block h11: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly with evidence of full deployment and the control wire kinked. Dimensional examination was performed on the bushing outer diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip did not deploy was not confirmed. It was found that the device did not detect any problems related to the reported problem, as the clip assembly was returned fully deployed. In regard to the control wire being kinked, it is possible that the problems found in the device occurred due to procedural factors such as excess force or the manner in which the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defects found. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for hemostasis during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip did not deploy. The physician attempted to open and close the device multiple times but was unsuccessful. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.